Event description:
It was reported that the patient was experiencing numbness from the waist down and back spasms. Symptoms occured daily for 3 hour periods and then subsided. Spasms also occurred in the patient¿s groin area. The patient went to the emergency room and had a computed tomography (CT) scan that showed that the pump was ¿fine.¿ there was no granuloma. It was suspected that the pump might be leaking, but this had not been confirmed. There was a refill done to switch medications. There were 5 ccs of medication in the pump, but there was supposed to be ¿14 or 20¿ ccs. The medication was switched from bupivacaine and dilaudid to just dilaudid. The patient did not experience numbness since removing the bupivacaine from the pump, but the spasms continued. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8590-1, lot# n138647, implanted: (B)(6) 2008, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the pump had to be replaced because it was "leaking". Every time the patient would lay on his left side, the left side of his body would go numb. One time, the patient was completely numb from the chest down. This happened a couple months before the pump was replaced. No out of box failure was reported. No medical or therapy problem associated with small parks was reported. No further complications were reported.